Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system note 1: manufacturer contacted customer in a follow-up call on 27-oct-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated he was no longer experiencing symptoms related to diabetes and felt well at the time of the follow-up call. No additional medical intervention since the last call was reported. Customer stated that he tested this morning and meter gave 130 mg/dl which is what he was expecting. Customer had received the replacement and does not want assistance setting it up. Note 2: manufacturer contacted customer in multiple follow-up calls (3) to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer called concerned with test results from non-fasting meter-to-meter comparison of 140 mg/dl using true metrix go meter and 61 mg/dl using his neighbor's glucose meter (did not disclose the brand). Customer did not specify the time between the reading from the true metrix go and the reading with the other device. Customer was feeling weak and reported still feeling weak at the time of the call. Customer stated he had called his doctor prior calling us and doctor had recommended taking glucose tablets (no more details provided). The customer stated his expected non-fasting blood glucose test result is 150 mg/dl. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification (bedroom). The test strip lot manufacturer¿s expiration date is 02/22/2027 and per the customer the open vial date is 2 weeks ago. The meter memory was not reviewed for previous test result history.